Event description:
Doctor was performing a laparoscopic cholecystectomy using a endo clip applier 5 mm. While using this device the clip applier misfired and then became jammed. No harm to patient. Per site reporter: manufacturer field rep notified and the product was returned to the rep.